Event description:
It was reported that the patient was complaining of breathlessness and weakness when starting to exercise. The rate response feature parameters were adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.